Manufacturer narrative:
Date sent: 06/07/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a starr procedure there was an incomplete staple line. The surgeon sutured by hand to complete the case. There was no pt consequence.